Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which new cylinders and pump were implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information was received indicating the device was replaced as the cylinders had perforated the corporal bodies as a result of oversized cylinders. The explanted device is not expected for return. The patient was doing well following the procedure.